Event description:
It was reported that the device was displaying an upstream occlusion alarm. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown. H3: one device was received for evaluation in used condition. A visual inspection found a very big bubble in the downstream occlusion (dso) seal, which is considered to be only cosmetic damage. During the functional testing, the customer reported issue was unable to be duplicated. The cause of the reported issue is unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The dso seal was replaced as a preventative measure.